Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00447. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device was having oxygen delivery problems. The device was reported to be in use at the time of the reported problem. No patient harm reported. The field service engineer (fse) went to the customer site and confirmed the error code (check vent: oxygen device failed). The v60 oxygen solenoid was replaced and the reported issue was resolved. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.